Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section h3 - device evaluated by manufacturer? Yes product evaluation a product evaluation was performed for this event, no malfunctions were found. Probable cause: use/usage/user knowledge issue. (The surgeon adjusted the surgical settings to address the issue) a review of the records related to the device was performed. The system and its components met all specifications prior to being released. As a result of the investigation there is no indication of a product quality deficiency. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Additionally, the probability of harm and severity as documented in this complaint are within defined ranges of the risk management file. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that the surgeon carried out the irrigation aspiration (ia) phase of the procedure whilst still in quadrant phase with the whitestar signature pro system. And also he mentioned that he had a zonular dehiscence and anterior vitreous loss, and then he changed settings to ia mode when he realized. They were able to complete the surgery and implanted iol successfully. An unplanned vitrectomy was performed to the patient. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. Whitestar signature pro is not an implantable device. Section d6b - explant date: not applicable. Procedure and not implantable, therefore not explanted. Section e1 - telephone number:(B)(6). Section h3 - other (81): whitestar signature pro was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.